Event description:
Pt was revised to address loosening of the femoral component, poly wear of the bearings and patella poly, and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause could not be determined, given the length of time implanted, product wear out was likely a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.